Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in hemolysis it was reported by customer that they are experiencing hemolysis when they draw blood from these catheters. Rcc received a complaint via email. Email(s) attached. Caller asking if the nexiva diffusics piv catheters can be used for blood sampling to draw labs. They use 383591, and are experiencing hemolysis when they draw blood from these catheters. Caller asking if there is a certain way they should be drawing blood. Caller wondering if they should use the nexiva single and dual port instead.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.